Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during corrective maintenance/repair while preparing the device for a procedure, when loading the reload onto the adapter, it automatically articulates to the left. No patient involvement.